Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. It was noted that the rv lead is a competitive lead. The source of the reported clinical observations was not identified. The patient was on vacation and was supposed to contact her clinic for evaluation and this has not occurred. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shock impedance measurement. No adverse patient effects were reported.